Event description:
It was reported the pt (B)(6) was no longer receiving effective therapy from his dbs system. A diagnostic test revealed low impedance measurements. Efforts to rectify this matter via reprogramming provided unsuccessful. Surgical intervention was undertaken to explant and replace the pt's ipg. Effective therapy relief was recaptured for the pt following the procedure.

Manufacturer narrative:
This device is not approved for sale in the USA, but is similar to a USA marketed/approved device. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.